Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 24g x 0.75 in catheter broke / separated after placement and leaked it was reported by customer that the IV was placed on patient and needle retracted. As needle retracted, blood began to pool under catheter. Catheter leaking and disconnected from connection point. Verbatim: hi, I received safety report 428207 from . Was the nurse who filed the report. Bd nexiva diffusics 24ga x 0.75 in lot # 4095520, exp 03/31/2027. IV was placed on patient and needle retracted. As needle retracted, blood began to pool under catheter. Catheter leaking and disconnected from connection point. Catheter removed from patients arm fully intact. No harm to patient. All pivs associated with this lot# were removed from infusion room and stock supplies. Wanted to bring this to your attention. Let me know if you need any further information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383590 and lot number 4095520. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.